Manufacturer narrative:
The customer¿s report of a rate change incident was not confirmed. Physical inspection noted the device to be in good condition. Review of the pcu event log shows that the heparin infusion was initially started at a rate of 14.0ml/h on (B)(6) 2019 01:22 and the rate was changed to 16.0ml/h on (B)(6) 2019 06:47 which was accompanied by key presses made by the user. The pcu event log confirmed that the pump module was never set by the user to infuse at 20.0ml/h nor was there any evidence of any attempts (invalid keypress) to change the rate to 20.0ml/h. A performance verification procedure (pvp) was completed on the pcu and pump module and all results were within specification. The root cause of the customer¿s report was not identified.

Event description:
The reported feedback suggests rate change incident from the reported information, there was no clinical impact on the patient, and no harm to the user.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The reported feedback suggests rate change incident. From the reported information, there was no clinical impact on the patient, and no harm to the user.